Event description:
Events were discovered when an article was published by insider on 03/14/2023. James is a 36-year-old male from nevada. After the penuma implant operation, james stated that he experienced post-operative pain during erections, swelling, seroma, loss of sensation, and protuberances on both sides of the implant. After implant removal (from a physician outside of the penuma network), james stated that he experienced loss of penile length, upward curvature, scar tissue, and pain during sex..

Manufacturer narrative:
Seroma, swelling, pain, and scar tissue formation are known side effects of surgical procedures and are not considered serious injury. Risk of migration, erosion and pain are risks associated with every surgical procedure involving placement of a synthetic implant material for cosmetic purposes. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, lists penile curvature, contracture, and loss of skin sensitivity/sensation as anticipated adverse events. An article was published in january of 2022 titled, update on the penuma: an FDA-cleared penile implant for aesthetic enhancement of the flaccid penis. One hundred patients provided responses to the interview. Of those 100 patients, 10 patients had their implant removed for various reasons. Dorsal curvature, shortening, and loss of sensation were not a reason listed for removal. The article also follows twelve patients who got a penuma removed for cosmetic reasons and follows their recovery. After removal, the patients noted penile retraction immediately after the removal procedure, but all patients reported a return to pre-operative flaccid length and girth following the rehab program. There were no cases of post-operative curvature. The penuma implant is intended to be removed by a penuma physician. Additional complications can arise when removal is facilitated by a physician outside the penuma physician network. Physicians that are untrained in penuma insertion and/or removal may deploy surgical techniques, pre-operative guidelines, post-operative guidelines, and other clinic/surgical approaches that are inconsistent with the prevailing standard of care, thus potentially causing additional complications. A review of all complaints from 2014 to 2023 found 10 reports for curvature. In combination with this event and previous complaints, curvature is occurring at a rate of 0.24% ((B)(4)). A review of all complaints from 2014 to 2023 found 9 reports for loss of length. In combination with this event (and one other from the insider article) and previous complaints, shortening/contracture/loss of length is occurring at a rate of 0.24% ((B)(4)). A review of all complaints from 2014 to 2023 found 4 reports for loss of sensation/change of sensation. In combination with this event (and three others from the insider article) and previous complaints, loss of sensation is occurring at a rate of 0.17% ((B)(4)). A review of all complaints from 2014 to 2023 found 6 reports for erosion. In combination with this event (and one other from the insider article) and previous complaints, loss of sensation is occurring at a rate of 0.17% ((B)(4)). These values are within the acceptable risk. Imd will continue to monitor these failure modes for future occurrences.

Manufacturer narrative:
The new alleged adverse events from the lawsuit that were not mentioned in the article are loss of girth, erectile dysfunction, difficulty achieving orgasm, and reduced sexual libido. As part of the informed consent process, the patient signed off on various risks and complications one-by-one. The relevant ones include: "penile shortening and/or possible penile/implant misalignment' "'removal of implant maty result in penile retraction, scar tissue formation, and other potential complications, necessitating additional treatment" "possible impotence requiring additional treatment" per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, lists erectile dysfunction, decreased penile girth, and delayed ejaculation as anticipated adverse events.

Event description:
Imd believes it has likely identified the patient based on additional information through a lawsuit; however, counsel for the patient has not yet revealed the patient's identity.

Event description:
This complaint is being opened related to a lawsuit, case no. (B)(4), however, this is a follow-up to a previously submitted 3010606546-2023-00001 and (B)(6). The lawsuit reports that the patient experienced pain, unnatural curvature, and protrusion.

Manufacturer narrative:
As part of the informed consent process, the patient signed off on various risks and complications one-by-one, including: "extended penile or scrotal pain and discomfort." Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, and the instructions for use, which were reviewed as part of the 510(k) process, lists pain and penile curvature as anticipated adverse events and implant extrusion/perforation as anticipated device deficiency. Pain is a common and anticipated event in any surgical procedure. An article was published in january of 2022 titled, update on the penuma: an FDA-cleared penile implant for aesthetic enhancement of the flaccid penis. One hundred patients provided responses to the interview. Of those 100 patients, 10 patients had their implant removed for various reasons. Dorsal curvature and shortening were not a reason listed for removal. The article also follows twelve patients who got a penuma removed for cosmetic reasons and follows their recovery. After removal, the patients noted penile retraction immediately after the removal procedure, but all patients reported a return to pre-operative flaccid length and girth following the rehab program. There were no cases of post-operative curvature.the root cause of this investigation remains known inherent risk of the device and improper removal. A review of the batch record was previously performed, and the device was manufactured to specification with no deviations. UDI related data quality updates only: the manufacturing date is not included in the label as pi. The brand name, model #, and UDI were corrected.